Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.physio further evaluated the removed assembly and found that some of the conductive material for the on/off button were worn and trapped on and in between the button contacts. The conductive material could have caused intermittent electrical connection of the on/off button contacts to result an intermittent power on or off problems.

Event description:
It was reported that the device would power off by itself. There was no patient use associated with the event.